Event description:
It was reported this right ventricular (rv) lead exhibited high out-of-range (oor) shock impedances, measuring greater than 125 ohms. It was noted that the shock impedances had gradually increased. Boston scientific technical services (ts) recommended increasing the upper limit oor alert to 150 ohms and continuing to monitor. This rv lead remains in service. No adverse patient effects were reported.